Event description:
On (B)(6) 2018, the lay user/patient and his wife (reporter) contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on customer service representative (csr) documentation. The reporter that they first became aware of the meter issue about a month prior to them contacting lfs, reporting that the patient obtained an alleged inaccurately high blood glucose result of ¿330 mg/dl¿ on the subject meter compared to ¿below 60 mg/dl¿ on a laboratory device. The reporter stated that the readings were taken 2 hours apart. The reporter stated, that the patient has received a kidney transplant, and that he manages his diabetes with insulin (self-adjuster) and in response to the alleged issue, the patient increased his insulin, he took an extra 14 units of humalog and an increased amount of lantus (amount not clear). The reporter stated that ¿around a month ago¿, after the product issue, that patient developed symptoms of ¿light-headed, fainting and dizziness¿. The reporter confirmed the patient did not receive any treatment for the alleged symptoms. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and that the patient had not used an approved sample site to obtain the blood sample. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.